Event description:
In 2008, the patient reported that his blood glucose was elevated to 242 mg/dl. His normal blood glucose range is 80-120 mg/dl. He boulsed 15-20 units of insulin and his blood glucose did not decrease and he changed his insulin cartridge. At the time of the report, his blood glucose measure 148 mg/dl. During troubleshooting, the pt stated there were air bubbles in the insulin cartridge. He was able to prime all of the air bubbles out and insulin flowed consistently from the end of the infusion tubing. He was advised to change his infusion site if his blood glucose continued to elevate. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.